Event description:
As reported, during a percutaneous liver biopsy procedure, bard/davol avitene flour hemostat was used to stop bleeding. As reported, the patient experienced pain for one hour post application of avitene and required analgesics to treat the pain.

Manufacturer narrative:
As reported, post application of the avitene hemostat, the patient experienced pain and was treated with analgesics. Based on the information provided, no conclusion can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as (B)(6) 2022 based on the date of awareness. Device not returned.